Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/8/2019. Batch # r59n30. Device evaluation summary: the analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the device removed from the tissue? Cutting manually (the tissue they could remove the device. It was reported that the problem led to about one hour increase in operative time. Was there any patient consequence as a result of the procedure being prolonged? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
It was reported that during the execution of the mechanical end-to-end colonic procedure (anastomosis), the stapler performed the anastomosis but without cutting the two stumps, remaining then attached to the colon without the possibility of being treated. This problem led to an increase in the operative time of the surgical intervention of about 1 hour with an anastomosis performed of 3 cm more distally.